Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 1-1/2 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's transfer summary was received. It was learned that the patient underwent elective surgery (mitral valve repair) on (B)(6) 2010 for mitral valve insufficiency. Postoperatively, it was noted that the patient had a "...very large superficial mediastinal vein that was bleeding...the patient postoperative from his second procedure was requiring pressor support including vasopressin, levophed, and epinephrine." The patient went back to the or for the second time on (B)(6) 2010 for "...further mediastinal exploration...the patient continued to require pressor support for several days...it was suspected that the patient's thrombocytopenia was secondary to dic and consumption coagulopathy as well as possible sepsis...there were concerns that the patient had possible clostridium difficile...on (B)(6) 2010, the patient underwent tracheostomy at bedside...of note, at this point the patient's cardiac rhythm was atrial fibrillation and he was on amiodarone p.o. For his atrial fibrillation and this was continued to the point of discharge...the chest CT did show some atelectasis as well as bilateral pleural effusions and the abdominal CT was negative for any source of infection." The patient was also "...suffering from probable pneumonia..." The patient was discharged on (B)(6) 2010 to an outside acute care facility. No other details were provided. The cause of death remains unknown.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.